Event description:
Per the clinic, the patient experienced pain and a wound at the implant site on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's wound has healed and no further issues have been reported. This report is filed january 21st, 2015. Implanted device remains.